Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported image resolution poor resulting in single leaflet device attachment appears to be related to procedural conditions as imaging quality was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. One clip was placed without issue. A second clip was positioned, however, after releasing the clip, it detached from the anterior leaflet and remained attached only to the septal leaflet in a single leaflet device attachment (slda). An attempt was made to place a third clip next to the second, but it was not possible due to difficulty in visualization and confirmation of leaflet capture. The tee windows were of poor quality. The third clip was not implanted and was discarded. Mr was reduced to grade 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. One clip was placed without issue. A second clip was positioned, however, after releasing the clip, it detached from the anterior leaflet and remained attached only to the septal leaflet in a single leaflet device attachment (slda). An attempt was made to place a third clip next to the second, but it was not possible due to difficulty in visualization and confirmation of leaflet capture. The tee windows were of poor quality. The third clip was not implanted and was discarded. Mr was reduced to grade 3.